Event description:
It was reported that the patient had their implantable neurostimulator (ins) replaced in (B)(6) 2014. The reason the ins was replaced was because the patient was down to recharging every two days. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3998, lot# j0555194v, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
Additional information was received from the patient. It was reported that their second implantable neurostimulator (ins) quit working. The patient stated that they had their ins replaced. However, it was unknown if the device was replaced due to normal battery life. It was unknown when the issue occurred. No patient symptoms were reported and there were no further complications were reported. Indication for use is spinal pain.